Manufacturer narrative:
An event regarding "pain & infection after multiple falls" involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: discussion with a consulting clinician noted gram stain positive is referencing infection. However discussion with sterility manager stated that gram stain does not mean a confirmed bacterial organism. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: discussion with a consulting clinician noted gram stain positive is referencing infection. However discussion with sterility manager stated that gram stain does not mean a confirmed bacterial organism. Hence the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Sales rep reported: presented to office after multiple falls with increased hip pain. Xrayed cup in protrusion for revision surgery. Inter-op gram stain positive. All implants removed.

Manufacturer narrative:
The following devices were also listed in this report: secur-fit ha hip stem #6; cat# 6051-0625; lot# 9w8hnm. Unknown hip implant; cat# unknown; lot# unknown. C-taper cocr lfit head 36mm/+10; cat# 06-3610; lot# 403v3l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported: presented to office after multiple falls with increased hip pain. Xrayed cup in protrusion for revision surgery. Inter-op gram stain positive. All implants removed.